Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The caller stated that the insulin pump had alarmed no delivery leading up to the event. The caller stated that the customer's blood glucose was in the 200 mg/dl range, the user rewound the insulin pump, fell back asleep, and her blood glucose rose to the 500 mg/dl range. The customer began vomiting at home and on the ride to the hospital. The customer's blood glucose was over 600 mg/dl upon admission. She was advised to remove the insulin pump when she arrived. She was treated and released after her blood glucose was stabilized. The bolus history displayed all entries based on their recollection. The customer performed the high pressure test, which the device passed. They were advised that the insulin pump worked as designed. She was advised to change the entire set, reservoir and insulin, and treat per doctor's instructions.